Event description:
It was reported that there was difficulty interrogating the device. When telemetry was established, there were no diagnostics available but pacing parameters remained unchanged. It was further reported that the device was explanted and replaced due to normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the following: diagnostics problem and the diagnostics cleared prior to interrogation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) : analysis of the device revealed normal battery depletion and the device met expected longevity. Performance data collected from the device was analyzed and revealed the following: diagnostics problem and the diagnostics cleared prior to interrogation.

Event description:
It was reported that there was difficulty interrogating the device. When telemetry was established, there were no diagnostics available but pacing parameters remained unchanged. The device is still in use. No patient complications have been reported as a result of this event.